Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulty and subsequent treatments are likely due to the circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a large-bore artery (>8f) sheath hole prior to a transcatheter aortic valve implantation interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a greater than 10f sheath and the procedure was completed. Reportedly post procedure, when attempting to close the first suture at the 2 o'clock position, it suddenly snapped/broke. The second suture at the 10 o'clock position was closed but significant pulsatile bleeding was noted afterwards. The account confirmed the second suture closed but simply failed to achieve hemostasis. A balloon was placed up and over to gain control. Surgical cut-down was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.